Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced the drain tubing. The root cause is attributed to the leaky fitting on the drain tubing. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak that was caused by the fitting of the waste line that had corroded on the coulter lh 750 analyzer. The leak was discovered when the floor tiles started lifting near the floor waste drain. No one was injured by the lifted tiles. The customer ceased operation of the analyzer and called environmental services to cleanup the spill. Environmental service department disinfected and cleaned the spill adhering to the exposure control and risk management plan in place at the facility. There was no death, injury, or affect to patient treatment. There was no exposure, or contact with eyes or skin, open wounds or mucous membrane.